Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted due to an abrupt increase in the impedance and threshold measurements. The impedances were greater than 3000 ohms and there was a visible fracture via x-ray.